Manufacturer narrative:
Other, other text: customer reports that her pump showed no disposable.tamper seals were intact, device was in good condition.performed visual inspection of the pump,nda testing of the pump.unable to determine what caused the problem. Replaced dso sensor with preventive measure.

Event description:
It was reported that the pump was showing no disposable. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Physical condition was observed to be good. Visual inspection of pump could not duplicate the reported complaint. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm during use. No adverse patient effects were reported.